Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The infusion set was in use for four hours. The insertion site was thigh. No further information is available.